Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgery to implant viper (f4.35cfs) / x-tab cfs to fix t1/t2/t3-t7/t8/t9 for t4-t6 burst fracture was performed on (B)(6) 2016. During surgery, two complaint needles were crushed and deformed at the tips, so the surgeon needed to change the needle several times in order to insert screws safely. Then, when he was using the viper vbd reduction device to right t7, he did not feel the complaint set screw was fitting in the screw head. Then, he tried to remove it but this attempt was failed. He held the screw shaft using a rod clamp and managed to remove it by hammering. A burr was found on the removed set screw, and the screw head possibly got deformed, and then it was unable to implant new set screw. Therefore the surgery was finished without implanting set screw to right t7. There was 5 minutes surgical delay. No adverse consequences were reported.

Manufacturer narrative:
(B)(4). The single inner set screw (product code: 1797-02-000, lot number: avcfvf) was returned to the complaints handling. The returned set screw featured a strand of its thread jutting out from the side of its body. This section of the thread notably starts out near the base of the set screw and covers approximately one eighth of a rotation. This damage is consistent with cross threading the set screw upon insertion. Attempting to tighten the set screw while in this configuration can damage the threads due to the stresses placed on them. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the damage to the thread of the set screw cannot be determined from the sample and information provided. This damage may have occurred due to inadvertently cross threading the set screw upon insertion. Tightening a screw while is cross threaded places an unexpectedly high amount of force on the thread, potentially resulting in the thread being torn from the body of the set screw. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.